Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer reported that patient had low blood glucose. No blood glucose reading provided. The customer was advised that troubleshooting was not completed due to button error alarm. No further information provided.

Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. No moisture damage on electronics noted. It was unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive buttons. The insulin pump received with minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.